Event description:
It was reported that a user experienced two hypoglycemic episodes shortly after starting ilet pump therapy, with glucose as low as 62 mg/dl, after announcing less than a full lunch; the pump reportedly paused insulin when glucose was below approximately 75 mg/dl or dropping rapidly and resumed when glucose was stable, and troubleshooting and education were completed regarding meal dosing and low-glucose treatment. Symptoms included hypoglycemia with associated dizziness or weakness consistent with low blood glucose, and the user noted feeling ¿cloudy¿ with pruritus. Outcomes included self-treatment with oral fast-acting carbohydrate in the form of glucose tablets, with no emergency medical intervention or hospitalization. Investigation included technical review of system behavior and user guidance on hypoglycemia management and pump learning period. Investigation of this case revealed no device malfunction, with insulin suspension features operating as designed and the event likely related to early therapy adaptation and recent meal announcement. It was concluded that the device functioned as intended and the event was attributed to cause unclear hypoglycemia during therapy initiation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.